Event description:
It was reported that the pump was explanted and replaced due to a motor stall. No pt symptoms or outcome were reported. The pump contained lioresal. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).